Manufacturer narrative:
Batch review performed on 25 may 2018: lot 114553: (B)(4) items manufactured and released on 19 january 2012. Expiration date: 2016-12-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to aseptic stem loosening 5 years after primary. The surgeon revised stem and head.